Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation and premature battery depletion. The device was explanted and replaced on (B)(6) 2015. The patient was stable after the procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device may have been exposed to electromagnetic interference. After product code download, normal function resumed.